Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the replacement procedure, the physician had difficulty advancing a competitor lead into the new df4 device connector port past the setscrew housing. The physician added saline and adipose tissue to the end of the lead in order to advance into the device port. The case proceeded without incident and the device remains in use. No patient complications have been reported as a result of this event.